Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the basal rates were not correcting the high blood glucose levels. The customer's blood glucose levels stayed between 200 and 400 mg/dl. The customer had been treating with manual injections. The customer was shipped a tubing clamp and was advised to call back when they received it to complete the high pressure test. Nothing was replaced or returned.